Event description:
A pt was having a laparoscopy procedure done. When a laparascopic hook electrode was activated, a "sizzling" sound was heard. The case was completed without incident, but the pt was noted to have a red spot on the abdomen, no treatment was necessary. The user facility stated that a video camera, light cable and operating laparoscope were laying on the pt's bare skin at the time of the occurrence.